Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported being taken to the hospital by emergency medical services where her blood glucose read over 500mg/dl. She had symptoms of sweating, nausea, and headaches. Treatment included IV insulin and fluids. The patient stated that her pdm and pods never alarm to let her know that insulin is not delivering as it should. Once of out the hospital, she called her endocrinologist who prescribed her tresiba to use until she gets her blood glucose levels stable and recommended replacing her pdm.